Event description:
It was reported that pump displayed altitude alarm and temporarily interrupted insulin delivery earlier in day. There was no reported impact to the customer¿s blood glucose level. Customer resumed insulin using original cartridge, did not need to replace cartridge, and technical support provided guidance for preventing future altitude alarms, which caller understood and acknowledged.